Manufacturer narrative:
This is an initial and final report. An investigation was conducted by the responsible med engineer of the hosp. Visual inspection of the affected component showed that the affected cable connector leading from optics carrier to swingarm was broken on the solder joint. Due to this malfunction there was no illumination. Based on the available data, a rough handling (stress on cable/connector) beyond anticipated usage might have contributed the failure to occur. This could have been a result of wear and tear. The device was manufactured in 2001 and is in use for 13 years.

Event description:
On (B)(6) 2014, leica microsystems received a complaint stating that during an ent surgical procedure, the illumination of leica m400 e surgical microscope did not work. Surgery was completed by another surgical microscope.